Event description:
It was reported that balloon rupture occurred. The 100% stenosed was located in the moderately tortuous and severely calcified right superficial artery. A 5.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.